Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS iPhone 8 Plus / 2.9.1 / iOS_16.5.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer declined to troubleshoot the issue with Tandem Technical Support; therefore no additional information was obtained.